Event description:
It was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issue. Multiple follow up attempts were made by tandem technical support, however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.